Event description:
This medtronic analyzer is noted on (B)(6) 2013 due to signal by the analyzer for testing detection, threshold and impedance. There was poor connection between the tool and clips connected to the analyzer cable. The physician and health care facility is unknown. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).